Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd4 2l twin bag therapy. On (B)(6) 2012, the patient experienced bacterial peritonitis and was hospitalized because of cloudy effluent. On (B)(6) 2012, remedial treatment with lendacin and cifran 500 was initiated. On (B)(6) 2012, lendacin treatment was stopped. On (B)(6) 2012, vancocin was administered. Vancocin was again administered on (B)(6) 2012 and (B)(6) 2012. On (B)(6) 2012, the patient recovered from peritonitis, but remained hospitalized. Cifran continued until (B)(6) 2012. The reporter classified the severity of the event as serious. On (B)(6) 2012, the patient died. The cause of death was a cardiac arrhythmia. It was not reported if an autopsy was performed. The patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). Follow-up information was obtained from a consumer. The patient's peritoneal dialysis catheter was not removed. The patient did not report any leaking product containers.

Manufacturer narrative:
(B)(4). The condition of peritonitis -no malfunction or use error was not confirmed because the disposable set was not returned to baxter and the lot number was unknown. Since further information found that there was no break in aseptic technique, there was no device malfunction or use error.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.